Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat degenerative joint disease with mild varus deformity. The patella was resurfaced and competitor was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain and tibial tray loosening at the cement to implant interface. The surgeon noted some fibrinous debris within the joint that was removed. There was some scarring around the patellar button, which was excised. The tibial tray and tibial insert were revised. The femoral and patellar components were retained. The patient was revised with depuy products and competitor cement. There were no indicated intra-operative complications. Doi: (B)(6) 2017; dor: (B)(6) 2021 ; right knee.